Event description:
It was reported that an endovascular angioplasty with stent implantation procedure was planned for ba (basilar artery) 20% stenosis case with moderate tortuosity. During the procedure after placing artery sheath, guide catheter and dac (distal access catheter) to left va (vertebral artery), microcatheter was advanced to the ba (basilar artery). With balloon catheter angioplasty/ pre dilatation procedure was performed. Physician flushed and delivered the subject stent into the microcatheter, after a little advancement it was not able to be advanced. So, physician withdrew the subject stent and encountered a resistance as well. While withdrawal of the delivery wire, the subject stent was deployed prematurely in the microcatheter. So, the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that an endovascular angioplasty with stent implantation procedure was planned for ba (basilar artery)20 % stenosis case with moderate tortuosity. During the procedure after placing artery sheath, guide catheter and dac (distal access catheter) to left va (vertebral artery), microcatheter was advanced to the ba (basilar artery). With balloon catheter angioplasty/ pre dilatation procedure was performed. Physician flushed and delivered the subject stent into the microcatheter, after a little advancement it was not able to be advanced. So, physician withdrew the subject stent and encountered a resistance as well. While withdrawal of the delivery wire, the subject stent was deployed prematurely in the microcatheter. So, the physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be deployed inside the microcatheter hub. The proximal end of the stent was found to be deformed. The sdw was found to be intact. Functional inspection: stent difficult/unable to advance or pullback through catheter functional test ¿ unable to perform as the returned stent was found to be deployed. Stent deployed prematurely during use ¿ confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was confirmed. The reported 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the returned stent was deployed, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. It was reported that 'after the stent was delivered into microcatheter for a little, it was not able to be advanced any more. Withdrew the stent and found resistance was encountered as well. The operator withdrew the delivery wire and found the stent was deployed in microcatheter already'. The event description indicated that the subject stent was being used in a stenosis case which is not recommended. The subject stent dfu states "the micro delivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". The stent was returned deployed inside an microcatheter hub. It is likely that after the friction was noted when advancing the stent, during attempts to retract the stent from the microcatheter the stent delivery wire (sdw) slipped through the stent, resulting in premature deployment inside the microcatheter. The proximal end of the stent was deformed. The introducer sheath was not returned for analysis. The sdw was returned for analysis and was undamaged. The as reported "stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use" as well as the as analyzed "stent deformed" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.